Manufacturer narrative:
A ge service representative performed an on site investigation. The cable connections were reseated during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system was hanging up and they cannot stop the machine. No pt injury was reported.